Event description:
It was reported that the implant failed to osseointegrate.

Manufacturer narrative:
Several attempts have been made to gather additional information from the dentist, however no response was received. This report will be updated when additional information has be provided.